Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on a vitros 5600 integrated system. A definitive root cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive root cause for the event is unknown. The investigation is on-going to verify current vitros 5600 integrated system performance.

Event description:
The customer obtained a higher than expected vitros tropi es results (tropi es=0.427 ng/ml vs. Expected 0.019 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was not reported from the laboratory, as the customer processed all samples with a tropi es assay request in duplicate. There was no allegation of patient harm resulting from the action taken. (B)(4).